Manufacturer narrative:
The technician found both left and right gas springs are leaking oil, seals are broken. He replaced both gas springs to repair the bed.

Event description:
Information received indicates the bed is slowly drifting into the trendelenburg position.